Manufacturer narrative:
Customer followed up with tandem reported continued occlusion resulting in elevated bg. Due to ongoing occlusions the pump was replaced

Event description:
It was reported occlusion alarms occurred. The customer changed infusion sent and cartridge and successfully resumed insulin after each occlusion. Customer followed up with tandem support on 7/16 and indicated that ongoing occlusions occurring since 5/25 had resulted in intermittent elevated blood glucose levels displayed as ¿high¿, although specific values were not provided. Reportedly customer addressed via correction injection of insulin. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.

Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer changed infusion sent and cartridge and successfully resumed insulin after each occlusion. During call with tandem technical support, a systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use.